Event description:
It was reported that the patient had an infection. The implantable pulse generator (ipg) and right atrial (ra) lead and right ventricular (rv) lead were explanted. The ipg system was replaced a month later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: rvdr01 implantable pulse generator (ipg) (B)(6) 2012; 5086mri45 implantable pacing lead: (B)(6) 2012. (B)(4).